Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of postlumbar laminectomy syndrome and spinal pain via a manufacturer representative. It was reported the patient came into the clinic for potential reprogramming. The patient was having back pain. It was reported that there were impedances of over 10k ohms on electrodes 0 and 5. Additional information received from the manufacturer representative reported that they programmed around impedances and spoke to the patient about new MRI compatible vectris/inetllis system which would resolve impedances and enable the patient to get MRI imaging. It was reported that the high impedance issue hadn't been resolved yet and the cause of the high impedance remains unknown.